Event description:
It was reported the patient¿s implantable neurostimulator (ins) was implanted on (B)(6) 2014 and replaced on (B)(6) 2014. It was stated the ins could not be connected to the tined lead in a stable manner. It was noted the tined lead was loosened which was confirmed by high impedance values. Reportedly, the revision with the new ins was successful. It was stated there was no injury to the patient and the issue was resolved after the revision.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: the setscrew was backed out too far and the setscrew was able to be re-aligned and tightened down on to a known good lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.